Event description:
It was reported that the customer experienced a low blood glucose level of 37 mg/dl. Her blood and sensor glucose value readings were not within an acceptable range. The sensor glucose read 124 mg/dl when her actual blood glucose level was 37 mg/dl. The customer treated her low blood glucose level with food. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-58303 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.